Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, an unspecified number of strep a false negative results were obtained. The user was expecting strep a positive results. In addition, the user noted that the doctor prescribed antibiotics and the patient(s) improved. No confirmatory cultures were performed. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they are receiving false negatives. They also confirmed that no cultures were performed. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, an unspecified number of strep a false negative results were obtained. The user was expecting strep a positive results. In addition, the user noted that the doctor prescribed antibiotics and the patient(s) improved. No confirmatory cultures were performed. There were no health impact or consequences reported.